Manufacturer narrative:
MDR (B)(4). This emdr is being submitted for an unknown number quantity based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4) manufacturing site: (B)(4).

Event description:
It was reported that patient experienced leakage issue event on 06 jan 2026 as infusion set tubing was leaking at the site.